Event description:
During procedure today, while surgeon was operating on patient (pt), a piece of the harmonic shear broke into patient's abdomen. Pa (physician¿s assistant) removed the broken piece from pt's abdomen. Surgeon made aware and x-ray was order. Charge nurse also updated. X-ray done per md order, result is negative.